Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Italian distributor waldner reported that a valor nail was removed in abano on wednesday 8th. The nail broke 7 years after implantation. The break point corresponds to the hole for the subtalar screw that had not been placed. Unanticipated medical procedure.

Manufacturer narrative:
Corrected fields: product available to stryker (d9) and reporting contact (g1). The reported event could be confirmed since an image was provided and matches the alleged failure mode. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. However, an image provided for examination shows the valor nail is visibly fractured into two pieces with the breakage occurring at the hole for the subtalar screw. Significant scratches can be seen around the fracture site. A healthcare professional reviewed the received information and noted the following: in general, the nail is not foreseen to take over the load for a longer period of time. It is usually supposed to provide stability until the bone is united. This usually happens depending on the indication and the specific pathology after 6 weeks to 12 months-even in the very complex situation we have like in charcot patients. After that period the nail should become inactive. Therefore, I would say, that the failure here seems to have occurred due to either a non-union with the nail having provided stability for an extraordinary long period of time or, that, after initial consolidation a secondary instability of the situation has occurred. The missing screw may have contributed to the failure. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by failure to place the subtalar screw during the primary surgery which would have provided additional stability and reduced stress concentration at the screw hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed and states: the subtalar screw provides stability to the talo-calcaneal joint by fixating the talar and calcaneal bodies through the valor nail. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Italian distributor waldner reported that a valor nail was removed in abano on wednesday 8th. The nail broke 7 years after implantation. The break point corresponds to the hole for the subtalar screw that had not been placed. Unanticipated medical procedure.